Manufacturer narrative:
Product event summary: at analysis the stylus was found to be out of specification and to have damaged housing. New software was installed on the programmer and the stylus was calibrated and the programmer then passed its electrical safety as well as all final functional and systems tests.

Event description:
The programmer which was returned with no reason provided (coded in the service and repair application as "routine service and repair") subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.